Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024, the patient experienced insulin flow block alarm event with their infusion sets. As a result of this issue, the patient's blood glucose (bg) level rose to 244 mg/dl. The patient noticed symptoms within 3 hours of insertion, suggesting the blockage was likely at the insertion site. The infusion set had been inserted in the abdomen. To address the high blood glucose, the patient administered a correction injection using the multiple daily injection (mdi) method. Patient replaced infusion set and resumed insulin successfully. No further information available.